Event description:
It was reported that the patient presented for follow-up with the implantable cardioverter-defibrillator in backup operation. High-voltage therapy was unavailable at the time. The device was successfully restored with the programmed settings. The patient was in stable condition.